Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on (B)(6) 2026 that the patient came into the emergency department (ed) alarming with low flows. The patient was recently placed on low flow software and the system controller that the patient was on was not the controller that they were discharged with and did not have low flow software. Log file review was requested to see if there was a system controller exchange. The log files captured low flow hazard events on (B)(6) 2026 and low flow alarms on (B)(6) 2026. The event log file¿s earliest timestamp was at 12:22 am on (B)(6) 2026. Technical services could not see if/when the system controller was exchanged on (B)(6) 2026 as the data was overwritten by the amount of low flow alarms and pulsatility index events present.

Manufacturer narrative:
Manufacturer's investigation conclusion: a root cause of the reported controller exchange was unable to be conclusively determined. It was unknown when the patient changed their controller. The reason for the controller exchange was also unknown. There were no log files associated with the exchanged controller submitted for review. The heartmate 3 system controller (serial number unknown) was not returned to abbott for evaluation. The root cause of the reported event could not be conclusively determined. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the patient handbook, ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿caring for equipment¿, explain how to properly care for the equipment, including the controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. No further information was provided. The manufacturer is closing the file on this event.